Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips are falling off when they attempt to apply, they are slipping off. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The sales representative had a conversation with the surgeon: after reviewing the event and the surgeon's technique of not preloading the clip prior to placement this may have contributed to the clip security concerns. The surgeon noted he would change his technique. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.